Event description:
The user facility reports one incident in which a vacutainer luer broke off in the bloodline access port while drawing blood samples. The patient's blood was not returned resulting in ebl = 250 - 300cc. This MDR is filed for blood loss only. No patient injury or need for medical intervention is reported. The complaint sample was discarded at the time of the event.

Manufacturer narrative:
Na